Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the guide wire tip became separated. The guide wire tip remained in the pt anatomy and the pt was placed on coumadin. Reportedly no pt injury occurred.